Event description:
Device diagnostic testing resulted in high lead impedance reading indicating possible device malfunction. Neurologist indicated that the pt can feel stimulation with both the magnet and device diagnostic testing and has been seizure free for six years. Neurologist also indicated that the pt has not suffered any trauma or injury that may have damaged the ncp system. Further follow-up revealed that x-rays reviewed by neurologist did not identify any discontinuities with the ncp system. Neurologist also indicated that since the bipolar lead has been implanted for so long that there may be scar tissue covering the electrodes causing the high lead impedance reading. The pt has been referred to neurosurgeon for further evaluation.